Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3889-28, lot# v115887, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that she recently had knee replacement surgery which was not related to the device/ therapy. The device was off for surgery and a while afterwards. When she went to turn the implant back on, it malfunctioned. For a second, the implant gave the patient a giant/ huge pulse then it went off. The patient noted that stim was on because she could feel it but it was very uncomfortable. The stimulation was way too strong but patient could not get the patient programmer to communicate so she could decrease stim to a comfortable level. She had difficulty communicating with and without the antenna and the screen kept freezing on the poor communication screen. She removed the batteries and placed them back in and it resolved the screen issue. The patient was able to synch with the implantable neurostimulator and verified that stim was on and set at 4.0v. Patient services walked the patient through decreasing stim to 3.7v where the patient felt a little bit of relief. The implantable neurostimulator (ins) was confirmed to be on and the uncomfortable stim was eliminated. The patient programmer was function as it should. She was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.